Event description:
It was reported that revision surgery was performed due to aseptic loosening.

Manufacturer narrative:
Based on the received information the root cause of the reported aseptic loosening remains unclear.